Event description:
During the routine follow-up of the device involved in this report, the physician detected a shock therapy due to ventricular oversensing ((B)(6) 2007 at 14:45). The pt did not remember this event.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Device follow-up files were analysed. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (B)(4). Discussion: according to available data, the device operated as intended. Oversensing events were observed on (B)(6) 2007 only. No further arrhythmia episodes occurred. Three of these oversensing episodes were non sustained episodes which did not trigger any therapy (because they were non-sustained); one was treated with maximum shock therapy. Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. Because they all occurred on the same day at around the same time, external interference is highly suspected. Because the oversensing events were observed on the same day at the same time, it is highly probable that this resulted from an external interference or pt activity. Evaluation of the pt environment/activity should be performed before any parameter reprogramming, to exclude this source of oversensing if it recurs.